Event description:
Boston scientific received information that during a device check, the competitor right atrial (ra) lead exhibited impedance measurements greater than 3000 ohms, noise and intermittent capture. As a result, a revision procedure was performed. During the procedure, the ra lead was tested through the pacing system analyzer (psa) and all measurements were appropriate. When the lead was reconnected to the device, high impedance measurements were noted. It was confirmed that the set screws were tightened appropriately. As the lead functioned appropriately through the psa, a device issue was suspected. Therefore, the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection of the device case noted it was anodized. Additionally, the atrial set screw was stuck up against the retainer ring. The screw was loosened with 28 inch ounces of torque, which is beyond the torque limit of any boston scientific wrench. All other set screws operated normally. All other device operation was appropriate.